Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched lens. Event log history was performed and indicated that "error 1720" was recorded in history. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It was also noted that the device was double beeping. Service will replace the back-up cap and the scratched screen to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720 and had a damaged screen. No patient was involved in this event. No adverse effects were reported.